Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a loss of capture (loc). Also, the heartlogic heart failure index was above threshold. The patient experienced symptoms that correlate with the episodes. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported. Additional information was received from the field. The cause of the loss of capture was not determined. The issue was resolved by testing the right ventricular (rv) threshold and adjusting the output voltage. The patient had no symptoms associated with this event. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a loss of capture (loc). Also, the heartlogic heart failure index was above threshold. The patient experienced symptoms that correlate with the episodes. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported.